Manufacturer narrative:
The device was returned to olympus for inspection, based on the results of the investigation, root cause of the foreign material remaining in the device could not be conclusively specified; therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there were foreign objects on the plastic distal end cover. There was no patient involvement.